Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk and unable to perform the a21 error test or verify a33 alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the reservoir tube window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 337 mg/dl at the time of incident. The customer's blood glucose was 397 mg/dl at the time of call. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.